Event description:
It was reported to philips that the device was not giving the ready alert. There was no patient involvement.

Manufacturer narrative:
Complaint evaluation: the customer initiated the case to request assistance for their device. However after the case was created, attempts were made by a philips representative to initiate the process of servicing the device but not response was received from the customer. As such, an evaluation could not be performed and a cause for the reported failure could not be established. Customer resolution and conclusion: philips is unable to rule out that a malfunction did not occur. As an evaluation was not performed for the unit, a definitive cause for the issue could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.